Event description:
It was reported that during a laparoscopic oophorectomy procedure, the acral part of the device broke because it was sutured during the procedure. Another device was used to complete the case. There were no adverse consequences to the patient noted at the conclusion of the procedure. One day post operative it was found that a part of the balloon tip was remained in the patient body by x-ray. The fragment was retrieved through the vagina. The patient was extended hospitalization.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the balloon had a cut in it, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with a sharp object or packaging material.

Manufacturer narrative:
(B)(4).